Event description:
The reporter stated that he had gotten the er1 message, but didn't know the date. He reported that he retested with a new strip and got a result in the 80-90 mg/dl range. He said that he had not used the color chart for comparision.